Event description:
Baxter service center in sweden reports leak in cassette of homechoice set during automated peritoneal dialysis thereapy. Leak was identified by service center when moisture was noted in the pneumatic area of the returned homechoice device. No patient injury was reported at time of device return.